Event description:
It was reported that pump displayed malfunction alarm with code and fault ID, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump.